Manufacturer narrative:
Correction: h6 health impact was should have been reported as 2199 - no health consequences or impact.

Event description:
New information received notes that the lead will continue to be monitored and no further intervention were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting low pacing impedance. No interventions or patient symptoms were reported.